Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation: this complaint is for a check patient line (cpl) alarm. Original sample was discarded but a companion samples was returned. Set was visually tested and placed on a machine for priming with no abnormality observed. The complaint was not confirmed in the lab. A batch review was performed on the associated lot h10f17066 with no issues noted. Per the patient, there was air in the patient line. From the data within the complaint information, the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain. The hp stated the patient line was full of air. The technical service representative (tsr) explained the alarm and assisted with ending therapy and starting over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The patient stated the following: nothing was noticed with the supplies besides the air in line and new supplies were used to clear the alarm. The sample was discarded and a companion sample was available and requested with lot number h10f17066. The patient was going to contact the nurse about the event tomorrow and no patient injury or medical intervention was reported.